Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female pt notified zoll customer support that she was treated. The pt reported she was conscious at the time. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Signal artifact contributed to the false detection. The response buttons were pressed intermittently but not immediately prior to the treatment. The pt went to the hospital following the treatment. The pt continued used of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 10/2009; electrode belt sn (B)(4): 06/2013. Inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.